Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient's pain pump was having problems and the site was swollen.